Event description:
Human reaction to latex surgical and/or medical gloves. Plaintiff alleges allergenic response to latex, caused by gloves. Plaintiff is a dental hygienist working in the dental field.